Manufacturer narrative:
A physio-control service technician evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that the device had powered off unexpectedly during use. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the device had powered off unexpectedly during use. There was no patient use associated with the reported event.